Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient was actually reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained only at certain spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained only at certain spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed encroachment of non-conductive epoxy at the kovar tab and another electrical component. The reported complaint of no lock was confirmed during analysis of this device. Elevated resistance was measured across an electrical component (kovar tab), which is believed to be related to the loss of lock. A CAPA was implemented. This is the final report.